Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm mega needle driver instrument had broken wires. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: regarding this arm you are referencing, I spoke to (B)(6) our pcc for robot at uhs and it was never mentioned that items fell in the patient or that there were any mechanical errors involved with the arm in the case. If I correctly remember the arm mentioned in this email was starting to fray past the point where we felt comfortable sending it up stairs. (Probably would have snapped in the next case.) I was told there was not a way to track it to the patient unless a patient sticker was placed on it when it was sent down, which it was not. To (B)(6) and I's knowledge there weren't any additional mishaps during the case that were noted.